Event description:
It was reported that at the user facility, the device came partially unlocked, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No further information was provided by the user facility.

Manufacturer narrative:
The reported event was not confirmed. Service evaluation did not reveal any issues with the housing (or housing lid) opening and/or locking. No problem was found following disassembly. No failure modes or symptom failures were identified. The device was not returned to the customer.

Event description:
It was reported that at the user facility, the device came partially unlocked, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No further information was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.